Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00919. It was reported that the patient experienced ineffective stimulation. X-ray indicated that both the leads migrated to the left side of the epidural space. As such surgical intervention took place on (B)(6) 2020 wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, adequate stimulation was achieved post operatively.